Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure observed during analysis. Final analysis found an abrasion breaching the outer insulation distal to suture sleeve tie impressions. Abrasions are consistent with constant friction with another device or feature of the heart. (B)(4).

Event description:
This report is to advise of an event observed during analysis: